Event description:
It was reported to boston scientific (bsc) in 2006 that during the procedure of an esophageal biopsy, the physician said "he took too much tissue and got a bite of this muscle." The event date is unk. The physician patched up the muscle with a clip. No patient complications and no patient adverse effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.